Event description:
It was reported ongoing occlusions occurred causing the customer to quit using the pump. There was no adverse impact to the customers blood glucose level. The customer reverted to an alternate method of insulin therapy.